Event description:
A surgeon reported that an intraocular lens (iol) was implanted into a compromised capsular bag. The iol immediately fell into the vitreous. A retinal specialist recovered the lens during a second procedure and placed it in the anterior chamber. The patient developed choroidal hemorrhages and cystoid macular edema (cme) with 20/400 vision. Neither the association between this event and the iol nor the outcome is known at this time. Additional information has been requested.